Manufacturer narrative:
Other relevant device(s) are: micra model #: mc1avr1/, expiration date: 28-nov-2021 / serial#:(B)(4), UDI #: (B)(4). Dev rtn to MFR? Mfg date: (B)(6)2020, yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a leadless pacemaker implantation, a perforation was suspected due to patient's deteriorating condition which resulted in tamponade and pericardial effusion. Ultrasound confirmed pericardial effusion. Surgery was consulted. Sternotomy was performed, autologous blood transfusion was performed from pericardial drain. After the patient was stabilized and a temporary pacing catheter inserted to support the rhythm, the device implant was continued. Patient taken to operating room for repair of anterior perforation. No further patient complications have been reported as a result of this event.